Manufacturer narrative:
The customer reported that a patient death occurred during a time when the product was in use monitoring a patient. The customer indicated that an alarm was provided at the information center but requested information and data regarding the event. The customer contacted the philips customer care solutions center (ccsc) for troubleshooting support at which time a field service engineer (fse) was dispatched onsite to complete performance testing and to gather alarm log data. The fse indicated that the monitor in use at the bedside was an mx800 and the bed was called bed 1. The monitor, multi-measurement server and central monitor were evaluated. The speaker volume was set to 4 at the time. The fse tested ECG, arrhythmia, sp02, invasive and non-invasive bp finding the products were performing to specification. Log data was reviewed which found that the patient was having arterial pressure reading drops with the mean bp falling from 43 to 28 between 8:19 am and 8:46 am. The alarms were repeatedly paused during this timeframe with indications of alarms resuming after a 3 minute timeframe. This will occur if the alarm pause timeframe is configured for 3 minutes. At 8:48 am an asystole alarm occurred along with a desat to 69% and the mean bp dropped to 16. The issue is not consistent with any malfunction of the product. Changes in the condition of the patient led to the generation of alarms and log data supports that users were interacting with the monitors, pausing alarms during this timeframe.

Event description:
The customer reported that a patient death occurred during a time when the product was in use monitoring a patient. The customer indicated that an alarm was provided at the information center but requested information and data regarding the event. A patient death occurred.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that a patient death occurred during a time when the product was in use monitoring a patient. While the customer indicated that an alarm was provided, based on the inability to confirm if use of the device may have been a factor, we will conservatively report.